Event description:
Caller reported experiencing occlusion alarms. The customer¿s blood glucose level was 363 mg/dl. Reportedly the customer was using cold, fiasp insulin and was pulling air out of the cartridge with an empty syringe. Tandem clinical support informed customer that fiasp is off-label and insulin should be at room temperature before filling a cartridge per the user guide and educated the customer on the proper loading process. The customer resolved the issue by changing the cartridge and infusion set and resumed insulin therapy.